Event description:
It was reported that the user experienced recurrent occlusion alerts and consecutive stalled motor alerts on the ilet pump, including alert 38, with repeated restarts and supply changes attempted with a blood glucose reported up to 350 mg/dl. A dry run without supplies advanced normally to 120, and the user then rewound and replaced all supplies. Investigation of this case revealed that the cannula was not bent and that pump motor function appeared normal during the dry run, while occlusion alerts persisted during use, suggesting a use- or infusion-set-related delivery interruption with cause unclear. Symptoms included thirst associated with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included guided troubleshooting, pump restart, dry-run verification without the infusion set or cartridge, and user-directed replacement of all infusion components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.